Manufacturer narrative:
(B)(4). The fiber cap remains attached and exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap tip; the bevel section is melted; the glass cap exhibits mild detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of "blown fiber tip" cold not be confirmed; a cap melted was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that tip damage occurred while using four surgical fibers during a prostate procedure (at 1,672 j, 2,447 j, 1,041 j, and 4,157 joules of use respectively). The procedure was completed using a fifth surgical fiber. There was no patient injury reported. This report is for the third surgical fiber used.